Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device and pictured shows signs of being implanted, discoloration, and major wear of the lateral condyle. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates that initial - anesthesia-spinal, tourniquet duration 35 minutes. Natural ii zimmer tibial piece size 0, femoral piece size 0, thickness 11 then 13mm good stability of implants, full mobility, small laxity in flexion. Cancellous autograft under tibial plateau. Ultra congruent 13mm plate. Conservation of patella and resection of some osteophytes. No complications noted. Revision - laxity with a valgus of 20 degrees under load, cracking sound when flexing, deluxe polyethylene under patella, extremely worn with complete creep of the plate. Insert extracted. Diffuse metallosis noted. Wear of posterior edge of the former tibial plateau, which is responsible for the dislocation of the poly insert. Due to wear of this portion of prosthesis doctor decided to proceed with full revision. Size 1 tibia, with 2mm offset, no need for a wedge noted. Size a femoral implant. 4mm offset on femoral pin and two posterior pins of 4mm internally and 8mm externally. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Medical product: porous coated stemmed tibial baseplate right size 2 catalog # 621201220 lot # 61369612k09. Primary femoral 0/r pc catalog # 6212-00-009 lot # 604333877c06. Unknown catalog # 11.2881 lot # 97077. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial left knee arthroplasty. Subsequently, the patient was revised due to pain, laxity, dislocation, mechanical failure, implant noise and wear. Metallosis was noted upon revision. Attempt for further information has been made, but no further information has been provided.